Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose and dka. Caller stated that the customer was in intensive care unit. Customer blood glucose reading at the time of hospitalization was above 981 mg/dl. Caller stated that the customer was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor consider this report complete to the best of our knowledge.